Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a laser assisted cataract procedure was performed on a patient . The patient was reported as having previous history of radial keratotomy (rk). The surgeon indicated when going in through the primary incision with the phaco tip, the rk incision opened up. Surgeon did not believe the laser cause the incision to open, and thought the rk incision was deeper than 80%. Surgeon placed two sutures in at the end of the case, and indicated he feels that the event would have occurred even if he'd done surgery traditionally. The rest of the surgery went fine.

Manufacturer narrative:
No technical services were requested or performed for the reported event. As the event occurred during the manual phase of the cataract treatment, it cannot be completely determined whether the laser contributed to the reported event. Patient movement during treatment, patient anatomy, and surgical technique can also contribute to, or be the cause of, an opening incision during a manual or a laser-assisted cataract procedure. Without further documentation of the surgical conditions and technique of the procedure, environmental factors cannot be eliminated as contributing factors. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).